Manufacturer narrative:
The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The lesion being treated was located in the left external iliac artery. On the first inflation, the f/g, sterling, mr, 6.0 x 20/135 (4f) balloon was inflated to fourteen atmospheres and ruptured. The balloon was removed intact. An unk stent was deployed without predilatation and the procedure was completed successfully. The pt status is listed as good with no complications reported.